Event description:
Additional information was received indicating that the reported oversensing was resolved with the repositioning of the right ventricular lead. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow-up, there were episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. No intervention was performed at this time and the patient was stable and will continue to be monitored.